Event description:
The customer reported that he felt the insulin pump was not delivering insulin. The customer also stated that he had not received a no delivery alarm. The customer felt that the infusion set he's using is the problem, and declined troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.